Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda appears to be due to the patient conditions (rotated heart) and therefore, related to off-label use. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation. Additionally, based on the information reviewed, the reported tricuspid valve insufficiency/regurgitation was due to the slda. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report. H6: device code 1494 - indication for use (mitraclip used in tricuspid valve).

Event description:
This is filed to report single leaflet device attachment and recurrent tricuspid regurgitationit was reported that on (B)(6) 2023, a mitraclip procedure was performed to degenerative treat mitral regurgitation (mr) grade 4 and rotated heart. A mitraclip xt (30110r2016) was implanted in the mitral valve, reducing mr to grade 1. A mitraclip xtw (30629a1051) was then implanted in the tricuspid valve, reducing tr to an unknown grade. On (B)(6) 2023, an echocardiogram was performed and it was observed the xt clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2023, an additional mitraclip procedure was performed. One clip was successfully implanted, stabilize the slda and reducing mr to a grade of 3. However, it was observed the xtw clip implanted on the tricuspid valve had detached from the anterior leaflet and remained attached to the septal leaflet (slda), causing tr to increase to grade 5. No additional treatment was performed in the tricuspid valve. No additional information was provided.